Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified that the glass cap was detached. The level of devitrification could not be determined due to the glass cap not being returned with the fiber. The metal cap exhibited severe detritus adhesion on its surface. The fiber was tested with hene laser fixture there are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was tested using the forward firing test fixture, and the rate of forward firing is above the threshold for potential patient harm. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed glass cap detachment and reported event.

Event description:
It was reported that during a procedure, the fiber went into standby mode and prompted a message for tip cleaning at 36,323 joules of use. The procedure was completed with a second fiber and no injuries to the patient. Analysis of the returned device revealed that the fiber glass cap was detached.